Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was used in the esophagus during an esophageal stent placement procedure performed on (B)(6) 2015. According to the complainant, the stent was used to treat a compromised esophagus. During the procedure, the physician could not open the stent properly. The stent was removed from the patient partially deployed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿without any patient damage.¿

Manufacturer narrative:
An ultraflex distal release uncovered esophageal stent was returned for analysis. Visual examination of the returned device noted that the distal end of the stent was partially deployed by 11mm. No issues were noted with the profile of the catheter shaft. Examination of the profile of the crochet stitches from the point of release from the stent found no issues. During analysis, the investigator retracted the deployment suture and fully deployed the stent without issue. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was used in the esophagus during an esophageal stent placement procedure performed on (B)(6) 2015. According to the complainant, the stent was used to treat a compromised esophagus. During the procedure, the physician could not open the stent properly. The stent was removed from the patient partially deployed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "without any patient damage."

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.